Manufacturer narrative:
Investigation is underway.

Event description:
As reported through edwards lifesciences affiliate in spain, regarding an implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. During the procedure, when the commander delivery system balloon was fully inflated with nominal volume and the slow inflation technique, it burst. The valve was correctly implanted. During the withdrawal of the system, in the vasculature before arriving to the tip of the esheath, the commander delivery system broke and a part of the balloon was separated and stuck on the iliac artery. The patient was moved to a vascular surgery to remove the part of the balloon that remained inside. The artery was opened to recover the balloon part, and then repaired and closed. The patient was noted as to be stable.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time.the device was returned for evaluation. The returned device was visually examined and the following was observed: balloon radial burst confirmed. Distal tip with distal part of balloon separated and not returned. Balloon spring stretched. Due to the nature of the complaint, no functional testing was able to be performed. The complaint was confirmed through visual examination. Dimensional testing was unable to be performed due to the returned condition of the device. The balloon single wall thickness was unable to be measured due to working length of balloon not returned.per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device.the reported events were confirmed by visual examination of the returned device. However, no manufacturing non-conformance was identified during the evaluation. No other visual abnormalities were observed on the returned sample.an existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone.as reported, the patient presented severe calcification of the native valve. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation.in addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place.review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon, excessive manipulation) contributed to the withdrawal difficulty and separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.